Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 25mm trifecta gt valve was selected for implant. During the procedure, it was reported that the sewing cuff started becoming detached from the valve halfway through valve implantation. It was further reported that the valve was always attached to the holder and never released as the sewing cuff detached while suturing was underway. The valve was removed and a new 25mm trifecta gt valve was successfully implanted in the same procedure. The user alleges a clinically significant prolonged procedure time. The patient is reported to be stable and was discharged in stable condition.

Manufacturer narrative:
An event of the valve detaching from the cuff was reported. The investigation found no anomalies to the cuff or valve when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.